Event description:
It was reported that the patient presented for a scheduled procedure. While the implanter was closing the pocket, the high voltage lead impedance was high. The pocket was reopened, and the physician disconnected and reconnected and the impedance did not improve. The lead was explanted and replaced. The patient was in stable condition.